Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the device was broken. Based on the topography of the fracture surfaces, the plate was subjected to low dynamic bending loads. Constantly alternating bending loads / load cycles led to the fatigue of the material, then to several cracks and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect of the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporter telephone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that three months post implantation an lcp broad plate fractured at a screw hole and a revision was done. The patient had a previously implanted rafn nail, that was used to treat a femoral shaft fracture, that was revised to the locking compression broad plate for unknown reasons. This report is 1 of 1 for complaint (B)(4).